Event description:
It was reported that prior to a generator change-out, the right atrial (ra) lead's pacing impedance was noted low. Loss of capture and sensing were also noted. Physician elected to cap the ra lead on (B)(6) 2025 and implant a new atrial lead. The patient was stable.